Event description:
The customer reported via phone call that the insulin pump had physical damage. The damage consisted of cracks near the battery compartment. It was also stated that they have had to replace the batteries three times in the last three weeks. No significant events prior to the physical damage. The customer stated that their blood glucose reading last night was 160 mg/dl. The customer's blood glucose reading was 76 mg/dl. The current blood glucose reading was 120 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify the low battery alarm or off no power alarm due to the blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, and cracked reservoir tube lip.